Event description:
It was reported that during the implant procedure, over-sensed noisy signals were seen from the right ventricular (rv) lead when connected to this implantable device. The physician tried multiple times to reconnect the device, but the over-sensing persisted. The device was subsequently exchanged and the rv lead displayed normal sensing when connected to the replacement device. The procedure was completed successfully and no adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, over-sensed noisy signals were seen from the right ventricular (rv) lead when connected to this implantable device. The physician tried multiple times to reconnect the device, but the over-sensing persisted. The device was subsequently exchanged and the rv lead displayed normal sensing when connected to the replacement device. The procedure was completed successfully and no adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.